Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: siemens acunav ultrasound catheter, model and lot numbers unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a soundstar eco catheter and suffered a cerebrovascular accident requiring an unspecified intervention. After double transseptal puncture and prior to mapping, the physician observed an abnormal reaction of the patient. Upon assessment, unilateral paralysis was detected, as the patient was unable to move the right extremities upon command. Neurologist was consulted and confirmed the injury. Remainder of procedure was aborted. Patient was reported to be in critical condition immediately after the event. Physician did not provide a causality opinion. Transseptal puncture was performed under the guidance of a siemens acunav ultrasound catheter. It was noted that the pressure difference between the right and left atria were typical. There were no transseptal puncture complications noted. No mapping or ablation was performed. There were no issues reported with any bwi products. It was noted that the injury occurred prior to the use of any bwi products. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available. Though the event description states that the injury occurred prior to the use of bwi products, the event will be conservatively reported in the absence of clarifying information.